Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the distal and mid right coronary artery (rca). A promus stent was advanced over a non-bsc guidewire in the distal rca through a guidezilla guide extension catheter and implanted. The extension catheter was not pulled back to the mid rca area. A 4.0x28mm promus premier¿ stent was advanced over the wire; however, resistance was met inside the guide catheter and would not exit the guidezilla. The stent was ¿peeking out¿ and the front edge of the stent struts was "roughed up". The stent was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were stent struts on the distal end of the stent that were bent and stretched. The undamaged outer diameter of the proximal end of the stent was measured which is within specification. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the distal and mid right coronary artery (rca). A promus stent was advanced over a non-bsc guidewire in the distal rca through a guidezilla guide extension catheter and implanted. The extension catheter was not pulled back to the mid rca area. A 4.0x28mm promus premier¿ stent was advanced over the wire; however, resistance was met inside the guide catheter and would not exit the guidezilla. The stent was ¿peeking out¿ and the front edge of the stent struts was "roughed up". The stent was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.